Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during the surgical process the ventilator malfunctioned and prompted to switch to manual mode, causing the device to stop delivering air. No patient injury reported.

Manufacturer narrative:
The investigation has been performed based on the provided logfile and photos of the replaced motor. A nonfunctional optical incremental encoder as part of the ventilator-motor assembly was found. The reported issue could be confirmed and it was determined that a failure of the optical incremental encoder was the root cause. The device detected the failure and reacted as specified for this situation. In case of such failure, atlan will still provide fresh gas (including agent if a vaporizer is connected) and monitoring allowing for manual ventilation. The overall residual risk evaluation remains valid. With regard to the product risk, there is no need for actions.

Event description:
It was reported that during the surgical process the ventilator malfunctioned and prompted to switch to manual mode, causing the device to stop delivering air. No patient injury reported.